Manufacturer narrative:
The reported event of "six days after implant mitral regurgitation (mr) was noted" was reported. Two cusps not fully opening were found during functional testing upon return of the valve to abbott. Functional testing at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including inspection for proper leaflet coaptation. The cause of the reported event could not be conclusively determined, however it is possible the valve structure was damaged during implant or explant of the valve, which could have impacted the coaptation of the cusps.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on 24 august 2021, a 31mm epic stented porcine heart valve w/flexfit system was implanted. There were no issues noted after implanting the valve. Six days after implant mitral regurgitation (mr) was noted. On (B)(6) 2021, the valve was explanted and replaced with a new 31mm epic stented porcine heart valve w/flexfit system. Upon explant, one leaflet became folded, which may have been caused by the impella or both inflow and outflow blood current had hit the leaflet surface and caused the leaflet to became folded. It was also noted that the leaflet seamed "thinner." The patient was reported to be in stable condition.